Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during a stent graft placement procedure via left brachial access the stent graft allegedly dislodged from the delivery system. Furthermore, a snare was used to retrieve the device and the subclavian artery was dissected. Reportedly, a new device was used to complete the procedure. The current patient status is unknown.